Event description:
As received, the physician could not cross the lesion with the angioguard. When the device was removed, it was noticed that the tip of the guidewire was kinked/bent. The product was received back for evaluation and analysis states that the filter basket was observed under a microscope and it was observed that the membrane was damaged. The patient is male, (B)(6). He was admitted to hospital due to headache. Cta and dsa revealed that his right internal carotid artery (ica) was severely calcified and the vessel was tortuous and acute angulated. During the procedure, the puncture site was at right femoral artery, the physician successfully positioned 5f pig tail catheter. The patient had ii aortic arch. The physician flushed the filter basket and used 260cm emerald guidewire to exchange. He advanced the 8f guiding catheter to right common carotid artery (cca), then advanced the filter basket. Just after the filter basket crossed the lesion a little, it could not cross through the tortuous vessel. The physician tried several times but all failed. So he withdrew the filter basket and found the tip guidewire was bent/kinked.

Manufacturer narrative:
As received, the physician could not cross a severely calcified, tortuous and acutely angulated right internal carotid artery (ica) with the angioguard. When the device was removed it was noticed that the tip of the guidewire was kinked/bent. The product was received back for evaluation and analysis states that the filter basket was observed under a microscope and it was observed that the membrane was damaged. One non sterile guide wire angioguard was received coiled inside of a plastic bag. The distal tip presented a bent at approximately 1cm from tip. Evidence of dried blood residues was found inside the deployment sheath. The filter basket was observed under a microscope and it was observed that the membrane was damaged. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as "delivery system-failure to cross" could not be evaluated; due to the nature of the complaint. The failure reported by the customer as "distal tip-kinked/bent-in patient" was confirmed owing to the received conditions of the device. It is possible that the bend and damaged membrane conditions resulted from several attempts to cross the lesion as the event description states. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. The patient's difficult anatomy and procedural manipulation may have contributed to the reported filter membrane damage. Concomitant devices: 5f pig tail catheter, 260cm emerald guidewire, 8f guiding catheter